Event description:
It was reported that when the patient presented in clinic the device exhibited episodes of non-sustained lead noise due to oversensing of myopotentials. Programming changes were recommended and the device remains implanted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.